Event description:
During code situation, o2 flowmeter gauge found to not be moving, after investigation and followup, manual rescucitator oxygen line found to be obstructed, delivering room air only from reservoir instead of 100% oxygen. This was changed immediately upon identification of the problem. Flowmeter operating correctly. Upon followup respiratory identified that oxygen flow 20%. All equipment with this lot number has been pulled and returned to the co. Co has also looked at the device at facility. No visual obstruction is identified, but the o2 line is obstructed, this is also verified by co design engineer. Add'l report made because connection of pt's deterioration is not likely, but appropriate because of compliance with reporting requirements. Pt was not responsive after code and return to surgery for postoperative bleeding. He also had extracranial disease and had previously undergone a left endarterectomy prior to this admission. He also had an obstruction of the right carotid that had not been corrected. His condition had deteriorated on an outpatient basis, requiring six to seven nitroglycerin daily. Requesting surgical intervention because of all but one of his previous grafts having had become occluded, the pt experienced limited mobility as simple activity brought on anginal attacks. The pt also had a cholecystectomy emergently during this hospitalization. By 12/3 the bun >90 and pt was determined to be clinically obtunded. Bilateral cerebral ischemia results worse on left hemisphere. Overall, prognosis was poor, CT showed several lacunae. Pt was changed to dnr status shortly before he expired on 12/12/96.